Manufacturer narrative:
The product malfunction code "underexpanded" has been deleted and changed to the adverse event code "late stent malapposition" since the thrombosis reported was a very late thrombosis. The event had been reported since "underexpanded" is considered a device malfunction. The event is no longer reportable since "late stent malapposition" is considered an adverse event and adverse events for devices not approved for distributed in the us are not reportable. This follow-up MDR report is being submitted to unreport the event.

Manufacturer narrative:
(B)(6). The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
A (B)(6) male presented with acute coronary syndrome manifested by chest pain and st-segment elevation in leads ii, iii and avf. In (B)(6) 2005, two cypher sirolimus-eluting stents had been implanted at the proximal right coronary artery (rca). One proximal stent was 3.0 x 13 mm and the other was 2.5 x 28 mm, which was overlapped. Six months after ses implantation, coronary angiography showed no restenosis. Aspirin (100 mg/day) with a low dose of ticlopidine (100 mg/day) was prescribed thereafter. He was free from angina until the current episode. Thirty-seven months later, he felt chest pain when he returned home after working in the garden for 2 hours on a hot summer day of (B)(6) 2009. When the patient was admitted to our hospital, his chest pain continued and electrocardiography showed transient st-segment elevation in leads ii, iii and avf. Emergency coronary angiography revealed perfusion delay with thrombus-like shadow at the proximal rca where a 2.5 x 28 mm ses had been implanted previously. Thrombectomy was performed using an aspiration catheter and thrombolysis in myocardial infarction (timi) flow grade 3 was obtained 110 minutes after the onset of chest pain. Then, we performed optical coherence tomography (oct) and coronary angioscopy. Oct showed neointimal coverage over the stent struts at the distal portion of the 2.5 x 28 mm ses. At the mid-to-proximal portion of the stent, a large thrombus was observed over the stent struts, which were not covered by neointima. Some of the stent struts were malapposed. The minimum stent diameter was 2.22 mm (stent area, 4.20 mm2), suggesting stent underexpansion. Angioscopy revealed yellow-colored plaque under uncovered stent struts, with adhering mixed thrombus. The lesion was dilated using a 3.0 x 15 mm powered lacrosse balloon catheter. The patient fully recovered without a significant increase in creatine kinase and was discharged 3 days later.